Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump over infused. The patient was monitored but there was no patient harm reported.

Manufacturer narrative:
Additional information: investigation conclusion: the customer¿s complaint of over infusion was not confirmed or reproduced. Review of the pcu error log showed no errors were recorded on the event date. Review of the pcu event log showed, on the reported event date, the suspect device programmed a secondary infusion of the reported medication meropenem (drugid=218) at a rate of 100 ml/hr (vtbi=100 ml). The infusion was paused approximately twenty-two (22) minutes after start of infusion and the device was channeled off. Secondary volume infused= 35.278 ml. Inspection of the device showed cracks in the bezel lower hinge. Testing showed the device was delivering IV fluids within specification. The device was being used for treatment purposes. Inspection of the event administration set showed no anomalies. Functional testing of the event administration set showed no anomalies. Concentricity testing of the event administration set showed the set was within specification. Device inspection: the suspect device was received with instrument seal intact. The left (female) iui and right (male) iui were observed with dry fluid residue and corrosion. Cracks observed on lower hinge, the upper front left corner of the rear case. Dried fluid was observed inside the door, under the female iui and male iui, and under the membrane frame. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch and sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Marks on the motor retainer strap indicate the motor shifted inside the case. Root cause analysis: the root cause of the customer complaint of over infusion was not identified. Device history review: review of the source device (sn (B)(6) ) service history record showed the device had a manufacture date of (21aug2008). A review of the device service history record was performed beginning from the date of manufacture to the present date (08oct2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the ccu, that meropenem 1 gram in a 100ml bag, was hung as intravenous piggyback, ivpb, on secondary tubing at a rate of 100ml/hour, with a volume to be infused, vtbi, programmed at 100ml. The medication started13:15 on 15sep2020. Within 30 minutes the rn returned and the 100ml bag was empty with about 3ml in the drip chamber remaining. The rn double checked the pump at this point and it was programmed correctly. The pump said there was still 66ml to be infused despite the fact the bag was empty. There was no report of patient impact.